Event description:
The account alleged that the ground loss light is flashing. The power cord plug has been replaced but the issue remains.

Manufacturer narrative:
The account could not remember what was done to repair the bed.